Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unk) when the device screen displayed a "can not dump" message on the screen. The medics continued using the device to monitor the pt. There was no adverse effect on the pt.